Event description:
Unomedical reference number (B)(4). Event occurred in the brazil on (B)(6) 2024, the patient reported an event of ketoacidosis and suspended use of pump and was admitted to emergency room (ER) on (B)(6) 2024. The patient was diagnosed with a sore throat after that, the patient was forwarded to hospitalization on (B)(6) 2024 in the nighttime where she remained with expected release date of (B)(6) 2024. She was treated with insulin pen but still needed medical attention. The patient experienced vomiting and mental confusion. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-00484), was submitted on 11-may-2024. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.